Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provide to date.

Event description:
It was reported that the pump exhibited an air sensor malfunction. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Replaced air detector. The cause of the reported problem could not be determined. Product is beyond 16 years from manufacture date of 2006-05 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 5 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 27-jul-2022 via email and attached to complaint object: no further information is available, the tech performed an inspection, and it did not pass. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 07-jul-2006.